Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/pain') in a 37-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bartholin's cyst and perineal pain. In 2005, the patient had essure (ess205) inserted. In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy and irregular bleeding"), dyspareunia ("dyspareunia") and migraine ("migraines"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient experienced headache ("migraines / headaches"), hypertension ("blood or heart disorder/condition type: high blood pressure") and dysmenorrhoea ("dysmenorrhea"). In 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (surgery for essure removal). Essure (ess205) was removed. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, migraine, vaginal haemorrhage, menorrhagia, urinary tract infection, headache, hypertension, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypertension, menorrhagia, migraine, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date : (B)(6) 2014 & 2005 . Plan: patient will be scheduled for davinci hysterectomy and removal of tubes with the essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/pain') in a (B)(6) year old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bartholin's cyst and perineal pain. In 2005, the patient had essure (ess205) inserted. In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy and irregular bleeding"), dyspareunia ("dyspareunia") and migraine ("migraines"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient experienced headache ("migraines / headaches"), hypertension ("blood or heart disorder/condition type: high blood pressure") and dysmenorrhoea ("dysmenorrhea"). In 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (surgery for essure removal). Essure (ess205) was removed. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, migraine, vaginal haemorrhage, menorrhagia, urinary tract infection, headache, hypertension, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypertension, menorrhagia, migraine, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2014 & 2005 . Plan: patient will be scheduled for davinci hysterectomy and removal of tubes with the essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2020: pif received- case was upgraded from non-serious incident to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.